Event description:
It was reported that the patient was experiencing difficulty in charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was disposed by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.